Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, four days after implant, the patient was feeling "bad pain" with their heartbeat. Dislodgement of the right ventricular lead was confirmed by echo-cardiogram. Reprogramming was performed. Several days later, the lead was removed and replaced. No further patient complications have been reported as a result of this event.